Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the event was severe and caused prolonged hospitalization for treatment. The patient recovered on (B)(6) 2016. On (B)(6) 2016, the lead as well as the neurostimulator pressed skin and was exposed.

Manufacturer narrative:
Correction: upon additional review, it was determined (B)(4) should have been included as well.

Manufacturer narrative:
Implant date is an approximation. Information references the main component of the system and other applicable components are: product ID: 3889-28 ,lot# va0gkjn, implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported the skin at the device pocket had "dehisced/was disrupted" at the end of (B)(6) 2016. The device was exposed. Regarding factors that might have caused the event, it was noted that there was old scar tissue near the skin of the device pocket. The physician considered that the skin became hardened due to this and the skin was "disrupted" due to the load of the "device insertion." The scarred skin's elasticity had weakened and less flexible than normal skin. The patient therefore underwent an urgent surgery and the pocket was expanded and sutured. The issue was reportedly not serious. It was stated the patient&#62688;underlying disease was fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.